Manufacturer narrative:
Allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Presenting symptoms may include contact dermatitis, urticaria, gastrointestinal changes, respiratory symptoms and in severe cases, anaphylactic shock. Materials used in the MFR of silicone saline breast implants are considered biocompatible; however, anecdotal reports of allergic response are reported in the literature. Due to the multiple exposures of the pt to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. However, trends for complaints of allergic reactions will continue to be monitored by mentor quality assurance. Without the return of the devices for testing, product evaluation was unable to evaluate the devices. Should additional information and/or devices become available to pe, this complaint will be re-evaluated at that time.

Event description:
Mentor product evaluation received a complaint of bilateral allergic reaction to mammary prostheses after the devices were implanted. Note this was originally reported as MFR report 1645337-2013-00098 on (B)(6) 2013; however, that report number is incorrect.